Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05416. The patient received her scs system on (B)(6) 2007 including an ipg and a paddle lead. It was reported the patient's ipg was explanted and replaced with a smaller device due to discomfort. During the surgical procedure the doctor inserted the lead into the new ipg. Post-op, contacts 1 and 4 were normal, and the rest showed high impedance. The patient could not receive stimulation due to high impedance. On (B)(6) 2011, x-rays revealed the lead partially pulled out of the ipg header. Two days later, the doctor reconnected the lead into the ipg header and the patient regained stimulation post-op.